Event description:
When placing a bd nexiva 226 hep lock on this pt, it malfunctioned. I inserted IV into hand of pt, when I attached the filled syringe to end, prior to flushing, blood in tube returned to pt. Then when I flushed, blood and then normal saline squirted from white area below where you hold apparatus for insert. In over 20 years of inserting ivs, I never have seen this happen. I kept the hep lock and placed in sharp resistant.